Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01265. It was reported that the patient's leads were exhibiting high impedances. Reportedly, the patient mentioned having a few falls but it is unknown if this contributed to the lead issue. Surgical intervention is expected to resolve the issue.